Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; polyester stent graft devices and higher risk of post-implantation syndrome after evar: single-center analysis of 367 patients oddi et al, annals of vascular surgery volume 75, p455-460, august 01, 2021 https://doi.org/10.1016/j.avsg.2021.03.020. Mean age. Mean gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported; post-implantation syndrome (pis) defined by a temperature above 38 lasting more than one day post operatively. The cause of the pis was undetermined.